Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported a bflex 2 slim 3.8 single-use bronchoscope was being used for an awake fibreoptic intubation with a portex® size 6.0 mm north-facing nasal endotracheal tube. The bronchoscope was lubricated before loading the tube. All proceeded normally up to, and including, intubation of the trachea. On attempting to withdraw the bronchoscope back through the tube, however, resistance was felt. Despite changing operators, the issue persisted at which point both the tube and bronchoscope had to be removed from the airway and the patient reintubated with a backup reusable bronchoscope. No delay in procedure or harm to the patient was reported.